Manufacturer narrative:
Xu s, wang w, chen s, et al. Deep brain stimulation complications in patients with parkinson's disease and surgical modifications: a single-center retrospective analysis. Front hum neurosci. 2021;15:684895.10.3389/fnhum.2021.684895. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. Product ID: neu_unknown_ext, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_unknown_ext, serial/lot #: unknown. Product ID: neu_unknown_ext, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Age or date of birth: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued.

Event description:
Xu s, wang w, chen s, et al. Deep brain stimulation complications in patients with parkinson's disease and surgical modifications: a single-center retrospective analysis. Front hum neurosci. 2021;15:684895.10.3389/fnhum.2021.684895 summary: as a complication-prone operation, deep brain stimulation (dbs) has become the first-line surgical approach for patients with advanced parkinson¿s disease (pd). This study aimed to evaluate the incidence and risk factors of dbs associated complications. Identified events: a (B)(6) year-old female had an electrode misplaced. A re-operation was performed as an intervention for the event. A (B)(6) year-old male had severe peri-electrode edema. The event was resolved after symptomatic treatment. A (B)(6) year-old male had intracranial hematoma and an epileptic seizure. The event was resolved after symptomatic treatment. A (B)(6) year-old male had peri-electrode edema with transient loss of consciousness. The event was resolved after symptomatic treatment. A (B)(6) year-old male had an electrode misplaced and the extension had high resistance. The ins and extension wires were removed on (B)(6) 2018. A (B)(6) year-old male had respiratory distress. A re-operation was performed on (B)(6) 2016. A (B)(6) year-old male had neck stricture formation. The patient was under observation. A (B)(6) year-old male had an extension wire fracture. The ins and the extension wires were replaced on (B)(6) 2019. A (B)(6) year-old male had an extension wire fracture. The extension wires were replaced on (B)(6) 2017. A (B)(6) year-old male had an extension wire fracture after injury. The extension wires were replaced on (B)(6) 2018. A (B)(6) year-old female had respiratory distress and chest subcutaneous exudate. The electrode and ins were re-implanted on (B)(6) 2016. The patient was locally recovering with compression dressing and vancomycin intravenous administration. A (B)(6) year-old male experienced hydrocephalus. A ventriculoperitoneal shunt was placed on (B)(6) 2017. A (B)(6) year-old female experienced neck stricture formation. A relief of the neck stricture occurred on (B)(6) 2017. A (B)(6) year-old female experienced electrode migration. The electrode was adjusted on (B)(6) 2017. A (B)(6) year-old female experienced electrode migration. The electrode was adjusted on (B)(6) 2018. A (B)(6) year-old female experienced chest subcutaneous exudate. The patient recovered without infection. A (B)(6) year-old male experienced an extension wire fracture after head injury. The extension was replaced on (B)(6) 2019. A (B)(6) year-old female experienced ins migration. The patient was under observation. A (B)(6) year-old female experienced ins migration. The patient was under observation.